Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
354.6770- 07/19/2019 09:39:47 crisleivy pena (crpena) please reference RMA 301455507. Please see notes below from old notification: summary the reported and logged 354.6770 error was not observed during testing. The errors recorded in the error log are typically clustered in groups with similar time stamps, interspersed with long periods of error-free operation. The 354.6770 error occurs during power on self test (post) only. This was confirmed by monitoring the pressure_sensor_test line on the pressure board and confirming assertion during post only, not during a test infusion run. The test diagnostic monitors the pressure_sensor_test signal during post and looks for a reduction in the output signal between the signal average and the value produced when test mode is invoked. The fault and error presentation in the log were simulated on 2 lab units by standing them in a 10% bleach solution approximately 0.6 inches deep for about 5 minutes. The units must be tilted forward about 15 degrees to drain the fluid from the bottom of the module. The forward tilt allows fluid to flow between the pressure board and the front panel. The trapped fluid can then bridge pins 2 and 3 on u4, resulting in a 354.6770 error until the fluid dries. Attempts to induce this fault on the lab units during aggressive wipe down or spray with a 10% bleach solution were unsuccessful. Note that the 10% bleach residue left no visual trace and is not visible under uv light either in a liquid or dried state. See CAPA (B)(4) for additional information. Analysis detail the errors recorded in the error log are typically clustered in groups with similar time stamps, interspersed with long periods of error-free operation. Log file analysis upon receipt showed 5 354.6770 errors in the error log. 4 of the 5 errors are time stamped (B)(6) 2018 at 3:30:43 am, 3:31:49 am, 10:33:28 am, and 8:59:02 pm. The fifth occurrence was not time stamped since the error occurred prior to the delivery of the time information from the pcu. The event log starts on (B)(6) 2018, so the events surrounding these errors have been overwritten. The output signal from the pressure circuit board (pressure_disk_sensor) was measured with an oscilloscope during post and no anomalies were noted. Case damage and cracks were observed near the unit bottom on the front panel. The module was attached to a test pcu with an on/off timer controlling the power and power cycles 157 times at about 2 minute intervals without error at ambient temperature overnight on (B)(6) 2019. Next, the module was power cycled 296 times at 2 minute intervals overnight at 50 degrees f - no errors were logged. On 1/30 - 1/31/2019 the module was power cycled at 95 degrees f overnight with no errors. The unit was in an off state (B)(6) 2019. Subsequent power on cycles on (B)(6) 2019 did not result in any errors. 167 successful power cycles were accomplished on 3/13 and 3/14 at 80% relative humidity. The module was disassembled and visually inspected under normal and uv light. Dried fluid residue was noted in the area of the lower case and the pressure board mounting area on the front panel. Dried residue was also present between the front panel and the disk holder. Return to service ops lab removed and retained the pressure board, the pressure board harness and the front panel from the unit. Syringe to be returned to service for completion via the normal process.